Manufacturer narrative:
The device is not available for eval. A follow-up report will be filed if the device is returned back to the manufacturer for investigation.

Event description:
It was reported that the irrigation sleeve on the device melted during a spinal tumor procedure. There were no adverse consequences alleged with this event. There was no delay in the surgery as a backup device was used to complete the procedure.